Manufacturer narrative:
(B)(4). Approximate age of device ¿ 82 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
It was reported that the patient had clinical signs of elevated lactate dehydrogenase with no other symptoms. An echocardiogram performed on (B)(6) 2016 showed that the aortic valve was not opening and the left ventricle remained small. It was stated that there was no evidence of pump obstruction, but the vad clinicians suspected that hemolysis was possibly related to the lvad. On (B)(6) 2016 the patient expired. The cause of expiration captured was ¿hypoxic respiratory failure¿.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the pump, examination of the distal side of the inlet stator revealed a thrombus ring adhered to the inlet bearing cup and ball. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the remaining blood-contacting surfaces revealed non-laminated depositions in the lumens of the knitted inflow graft, outflow graft, outflow elbow, on the body of the rotor, and in the outlet stator. These depositions appeared to have developed as the result of poor surface washing due to a low flow event or an interruption in flow through the pump, potentially developing secondary to the thrombus formation found in the inlet stator. The thrombus formations found in the pump could have contributed to the report of elevated lactate dehydrogenase level; however, a correlation between the evaluation findings of the pump and the patients expiration due to respiratory failure could not be conclusively determined. Examination of the pumps bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis, thrombus, and respiratory failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.